Manufacturer narrative:
DHR was reviewed and the pump passed all previous tests. There are no other complaints on this device. Pump has not been returned to evaluation.

Event description:
On 12/13/2023 infutronix we received a report that a pump powered off on its own without warning. This led to a delay in therapy. Patient involved. No patient harm reported. Device return requested.